Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After completing preventative maintenance , proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device would not recognize the defibrillation paddles while in use with a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. Another device was available for use.